Event description:
A us distributor contacted zoll to report that the patient developed blisters from the (B)(6). Patient described the area as burning blisters localized around the plastic frame of the patch. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended temporary removal of the patch due to the blisters. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.